Event description:
The reporter called regarding rusch easy catheter. The reporter mentions the catheter switch lock valves are leaking, due to which he had infections, was hospitalized and had to undergo treatment. The reporter mentioned the same happened with the medline catheter and mckesson catheter. The catheters leak to an extent to soak the clothes he wears and sofa he sits on. Ref reports: mw5161974 and mw5161975.